Event description:
It was reported by the customer that a pyxis medstation es system station stucked on blue screen, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stucked on blue screen. Field service engineer confirmed with the customer that station was working. The system functioned as intended after the customer troubleshooted the device.